Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-58 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that noise was exhibited on the atrial and ventricular channels. Initial observations suggested that the noise may be related to electromagnetic interference (emi). The implantable cardioverter defibrillator (ICD remains in use. No patient complications have been reported as a result of this event.